Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this pacemaker exhibited high out of range right ventricular (rv) pacing impedance measurements. It was found the lead had dislodged. An invasive procedure was performed and the lead was replaced. The device was placed back in the pocket and interrogation revealed high pacing impedance measurements. The device was then successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A high power visual inspection of the device header noted the right ventricular (rv) tip terminal block was misaligned in the rv lead barrel. A lead tip could not be inserted into the rv tip terminal block. Further examination found the lead had been fully inserted at one point. The rv tip terminal block was realigned and the device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. Based on stored device data and laboratory analysis, it was concluded the rv terminal block was misaligned during the rv lead revision procedure.